Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. G5 is unknown.

Event description:
It was reported that the patient required a tracheostomy change, due to a leaking cuff. When ordering a new adjustable cannula, it was observed that the cuff was defective. No patient injury was reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. (H6c, h6d, h6e).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Per visual inspection, no damage was found on the components, no failure mode conditions were observed, the sample meets all the specifications. Functional test results: the cuff and pilot balloon of the sample could be inflated without losing air. The complaint is not confirmed. No corrective actions are required since the complaint was not confirmed since sample successfully passed the tests. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: h1 corrected to malfunction.